Event description:
The caller reported that they have a patient using an 8cfs tracheostomy tube and they tried to unlock the tracheostomy tube and are having difficulty. The caller stated that the doctor had to use hemostats to rotate the inner cannula as she was holding on to the outer cannula. The caller replaced the inner cannula with the lo profile inner cannula from the package. Caller states that they will remove the outer cannula when the 29 days is through.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.